Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitt.

Event description:
It was reported that during a distal radius fracture repair surgery a patient harm occurred when the screw broke the radius bone cortex. The harm occurred, because the 2.5 mm drill bit was too small for the 3.5 mm screws. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.